Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): a3dr01 implantable pulse generator 2013-(B)(6), 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post implant, the patient complained of chest pain. "Pacing failure" was observed. The next day, a hemothorax in the left lung was confirmed as the ventricular lead had perforated the anterior wall around the apex. After obtaining hemostasis, the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of thisevent.